Event description:
On 8/15/95 (four months postop), the pt was returned to regular duty work without restrictions. X-rays taken 9/28/95 showed satisfactory healing of the pt's fracture. The ulnar plate was noted to be fractured, however, the hardware was not loose and the pt had good range of motion. Nine months postop, 1/25/96, the pt's hardware was noted to have separated where it was previously fractured with loosening of the screws proximally. In addition, satisfactory amount of callus formation bridging the fracture site where the pro osteon was placed was noted. Hardware was subsequently removed at which time a fibrous nonunion at the fracture site with false motion was noted. The area was extensively curetted and the pro osteon removed. The defect was then regrafted with red cross bone graft and replated. Four months post removal, the pt was noted to have satisfactory healing of the fracture site.